Manufacturer narrative:
A1: patient identifier: requested, not provided. Date of birth: requested, not provided. A3b: gender: requested, not provided. A6: race: not provided for animal use. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. Since the actual sample was not returned, the investigation of it could not be performed. History investigation of the involved product code/lot #. No anomaly was found in the manufacturing record and the shipping inspection record. No other similar report from other facilities was found in the past complaint file. Based on the investigation result, no anomaly was found in the manufacturing record and the shipping inspection record of the actual sample. However, since the actual sample was not returned and analysis of it could not be performed, it was not possible to identify the cause of occurrence. Ashitaka factory manufacturing process assures the quality of this product by performing following work and inspections. The guidewire is passed through the dedicated tool on 100% basis to confirm that there is no peeling of the outer layer or adhesion of any foreign substances on the surface of guidewire. Before the packaging process, 100% visual inspection is performed to confirm that there is no peeling of the outer layer on the surface of guidewire. The instructions for use (IFU) states as follows. Do not manipulate or withdraw the guide wire m through a metal entry needle or a metal dilator. Manipulation and/or withdrawal through a metal entry needle or a metal dilator may result in destruction and/or separation of the outer polyurethane coating requiring retrieval. A plastic entry needle is recommended when using this wire for initial placement. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
The user facility reported that the patient was undergoing an implantation of an automatic internal cardiac defibrillator. The procedure operator reported that access was challenging due to scar tissue from a previous device. Once the axillary vein was accessed, passing the wire was difficult because of the numerous valves. For this reason, both a curved tip and later a straight terumo wire were attempted. Notably, when removing the straight-tipped terumo wire, some shearing of the outer coating was observed. However, the wire remained intact, and fluoroscopy showed no retained material in the patient. The procedure operator suggested that the outer coating might have been removed while entering or exiting the access needle. The wire was saved but was inadvertently disposed of and could not be returned to the manufacturer. No clinical signs, symptoms, or conditions were reported. Additional information was received on 14 may 2024: the patient's condition is considered stable.